Event description:
It was reported that a user experienced intermittent communication failure between a dexcom g7 sensor and the ilet, with the ilet displaying start sensor and pairing prompts and requiring repeated pairing attempts and device restarts; dosing was reported as unaffected, and guidance was provided on bg run mode and backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem involving bluetooth communication, with the device component implicated as the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.